Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that customer is brittle diabetic. Unable to wait for delayed replacement insulin pump, must take customer to hospital for treatment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump had a scratched display window, scratched case and cracked reservoir tube lip.